Event description:
Upon setting up the table for in-service with the hospital it was noted that the tabletop was wobbling and while trying to manipulate the table to full height, the shrouds were hung up causing a problem with the table moving up and down. No patient or healthcare worker was injured in this incident.

Manufacturer narrative:
Table to be returned for evaluation and repair. Additional information will be submitted upon conclusion of investigation. No patient or healthcare worker injury in this incident.